Event description:
Dexcom was made aware on 02/24/2025, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a skin infection and inflammation at the wearable site which occurred on an unspecified number of days after the sensor had been inserted in the arm. The patient consulted a physician who advised to remove the sensor and insert a new sensor in the abdomen and prescribed a course of antibiotic medication for the infection. The patient mentioned he can longer remember the specifics about the incident. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).